Manufacturer narrative:
Mar. 29, 2016 10:07 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Mar. 04, 2016 02:53 pm (gmt-5:00) added by (B)(6): the hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed bom 7mm extended length endoscope was cloudy. The scope was purchased on po (B)(4) 08/31/2015. Mar. 02, 2016 06:00 pm (gmt-5:00) added by (B)(6): noticed it was cloudy while getting ready - I have sent replacement overnight (originally purchased under po# (B)(4) 8/31/2015).

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed bom 7mm extended length endoscope was cloudy. The scope was purchased on (B)(6) 2015. Noticed it was cloudy while getting ready - I have sent replacement overnight (originally purchased under po (B)(6) 2015).